Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with ceftazidime (baxter compounded solution). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14f049 was manufactured june 20, 2014-june 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.